Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.4 was jamming when user tried to pull the pocket out, they were unable to pull all the way out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jamming again. A field service engineer (fse) reseated the bus cable, manually ejected and cleaned mini drawers to resolve the problem. Then the fse tested the drawer functionality in the hardware test application. The system functioned as intended after the field service engineer investigated the device.